Event description:
It was reported both the patient¿s right atrial lead [sn: (B)(4)] and right ventricular apical lead [sn: (B)(4)] were explanted and replaced due to noise. The patient was reported to be in stable condition.

Manufacturer narrative:
A lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.